Event description:
It was reported to boston scientific that a zipwire guidewire was used during a percutaneous nephrolithotripsy procedure done on (B)(6) 2013. According to the complainant, during preparation of the device, they noticed that the tip of the wire broke off approximately 1 1/2 inch in length. There was no noted damage to the device packaging. There was no patient involved during this event.

Manufacturer narrative:
A visual examination revealed that the returned product presented an indication of a ductile tensile overload of the polymer jacket material as well as the exposed metallic core wire. The exposed metallic core wire presents indications of a ductile tensile overload fracture, consistent with tensile loading of the distal tip region. Approximately 3.5 cm of material that has broken off of the guidewire was not returned. Therefore, the most probable root cause is handling damage. The complaint that the wire was broke was confirmed.

Event description:
It was reported to boston scientific that a zipwire guidewire was used during a percutaneous nephrolithotripsy procedure done on (B)(6) 2013. According to the complainant, during preparation of the device, they noticed that the tip of the wire broke off approximately 1 1/2 inch in length. There was no noted damage to the device packaging. There was no patient involved during this event.